Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Customer states the chiair left motor is grinding and it will turn the chair at times to that direction when it skips.